Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014.patient's husband also reported sensor insertion in thigh which is not an approved site. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.